Event description:
The customer reported an increase in elevated blood lead test results associated with a specific lead care ii lot (lot #2522m). The customer did not provide test report data; therefore, the number of elevated results and any corresponding confirmatory test results were unknown at the time of this report. During troubleshooting, technical service (ts) confirmed that the leadcare ii quality control materials supplied with the kit met acceptance criteria. However, ts identified deviations from recommended sample collection and handling procedures, including inconsistent patient handwashing, contact with the patient's skin while wiping away the first drop of blood, and failure to remove excess blood from the capillary tube prior to dispensing into the treatment reagent (tr) tube. Ts provided the customer with cdc recommendations for capillary blood collection for lead testing (referenced in the leadcare ii package insert) and advised the customer to follow the instructions outlined in the leadcare ii package insert included with each test kit.